Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR. After an estimated implantation period of 80 months, oversensing without inappropriate therapy was reported. Biotronik has no further details with regard to the revision procedure. The lead was not returned. No adverse patient side effects have been reported. The date of implant was not provided.